Manufacturer narrative:
(B)(4). A field service technician was send out for service. The device was investigated by a field service technician. According to the service order customer reported rotaflow was not communicating with hl20 console. Service arrived onsite 16 june 2017 and was able to reproduce issue. Replaced control pcba kit. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow console displayed the error message "no com" while in use with the hl machine. The incident was occurred during service/test by the customer. Customer swapped this affected console with a spare and the spare works fine. No patient was involved. Internal reference: (B)(4).